Event description:
It was reported that during a da vinci prostatectomy procedure, the fenestrated bipolar forceps instrument tip stopped working. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Failure analysis investigation also found the following unreported damage: there were indentations on the tips. Failure analysis concluded that the indentations were likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.